Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) oss410, (osseotite implant 4 x 10mm) for evaluation. Visual evaluation of the as returned product identified the implant fractured at the threads. A crown is attached to the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number 809474. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 809474 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is attributed to patient factors due to parafunctional habits (bruxism) over the implantation period. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant at tooth location 26 was removed due to implant fracture at implant body. Additional appointment required: yes, to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) oss410, (osseotite implant 4 x 10mm) for evaluation. Visual evaluation of the as returned product identified the implant fractured at the threads. A crown is attached to the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number 809474. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 809474 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is attributed to patient factors due to parafunctional habits (bruxism) over the implantation period. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.